Event description:
The customer reported that the system displayed a filament regulator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, the filament regulator and the batteries were replaced. The x-ray tank needs to be replaced. It is anticipated that the replacement of this part will return the system to it's intended use.